Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Concomitant medical products: controller: (B)(4) - expiration date: 06-30-2014. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that the patient had an isolated electrical fault on (B)(6) 2016 but site then notified on (B)(6) when the electrical faults happened more often. The manufacturer engineer flew in and did a driveline cleaning on (B)(6) 2016. It was stated that the patient was prepped and given heparin bolus of 2000 units and ativan for anxiety. Two rounds of cleaning were performed, each lasting approximately 30 seconds with a break of about 2 minutes in between rounds. It was stated that the patient remained conscious throughout the procedure. It was further stated that the patient was stable pre and post driveline cleaning and there were no effect on patient. No additional information available.

Manufacturer narrative:
Additional system component being reported for this event: controller: (B)(4). (B)(4). Method: visual inspection (B)(4), analysis of data log(s) (B)(4), manufacturing review (B)(4), actual device not evaluated (B)(4). Results: contamination by foreign material (B)(4). Conclusion: design deficiency (B)(4). The driveline cable, (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation of (B)(4) respectively confirmed that the associated devices met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material in the driveline connector port of the controller. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 14 electrical fault alarms with a fault status of sys_rear_phase_a_open' and alarm status indicating alarm_motor_failure' starting on (B)(6) 2016. This failure is most likely due to foreign material on the driveline/ driveline connector that has resulted in an increased impedance on the rear stator's a phase leading to the electrical fault alarms. Log files also revealed 2 high watt alarms recorded since (B)(6) 2016 likely as a result of the pump running in single stator mode. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector/connector port of the controller. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.